Event description:
The customer reported that while running a hepatitis core assay, the sample handler failed to pipette sample and diluent into positions a6 and b6 and did not give an error message. An engineer has been dispatched. No death or serious injury was associated with this event.